Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart mrx failed opcheck for general system test.